Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Continuation: 6945-65 lead implanted on (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead experienced oversensing and double counting of the r-waves causing the patient to receive inappropriate anti-tachycardia pacing from their implantable cardioverter defibrillator (ICD). The rv lead also exhibited high threshold and low pacing impedance. An insulation breakdown of the rv lead was found. The rv lead and ICD were explanted and replaced. No patient complications have been reported as a result of this event.